Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that both high voltage legs of the lead are labeled as hvb. The lead remains in use. No patient complications were reported related to this event.